Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
During outpatient renal biopsy, there was an issue with the biopsy instrument not working properly. The needle was verified using ultrasound to be in the correct position but once deployed, no tissue samples were actually being obtained. Only blood was being returned. A new instrument was opened but this one was also faulty. These instruments were from the same batch, so one from a different batch was obtained and 3 successful passes were obtained. Because of the faulty instruments, the patient underwent 5 unsuccessful passes and 3 successful. Those extra 5 passes increased the risk of bleeding given the high vascularity of the kidney. Surgifoam was used to minimize the risk and the patient was hemodynamically stable throughout the entire procedure. Patient monitored for four hours before being discharged.